Manufacturer narrative:
The adverse event was not caused by fhc's product mp-kit-p-bi.

Event description:
Fhc's customer development specialist became aware of an adverse event on (B)(4) 2017. The adverse event had occurred on (B)(6) 2017 at (B)(6) hospital. Fhc's mp-kit-p-bi was used in deep brain stimulation surgery. During the surgery, there was an active deep brain bleed due to which the surgery had to be aborted and the patient suffered right side paralysis. The deep brain bleed was not caused by mp-kit-p-bi since it is a non-invasive four legged platform which provides guidance in the positioning of electrodes. The patient is in therapy and recovering.